Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-jun-01, information was received from an healthcare professional (hcp), regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for head/brain injury and intractable spasticity. It was reported the patient was in the intensive care unit (ICU) with withdrawal symptoms and tremors. The hcp stated the patient was having an magnetic resonance imaging (MRI) and conditions for the pump was reviewed. The hcp stated they believe the pump was either not working or the patient had an abscess. The hcp stated a manufacturer representative (rep) was called and would be on their way to interrogate the pump. An additional report was received from another hcp. A request for a rep to come to the hospital to check a smii pump. It was stated the patient was admitted to the emergency room. The hcp stated they were not sure if the pump was malfunctioning. It was stated, "not a lot of information". The hcp did not know if the patient was having underdose or overdose symptoms. The heart rate was elevated and the patient was "a bit shaky". The caller wanted to have a rep come over to check the pump. The caller was transferred to nas.